Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger. A leak was observed to be dripping from the connection of the tubing with the closed system transfer device (cstd) from the prepackaged tubing that the pharmacy uses. There were only several drops of chemotherapy in the plastic bag before administration. There were no obvious defects such as any cracks or breaks on the tubing set. The leak did not come into contact with the patient or healthcare provider. There was no human harm associated with this complaint/event.